Event description:
The customer reported experiencing pain during the adc freestyle libre sensor wear. The customer further reported and infection with pus at the sensor site. On (B)(6) 2019, the customer had contact with a healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on product download. The reported sensor (B)(4) has been returned and investigated. Visual inspection has been performed no the returned sensor patch and no issues were observed. The sensor plug was returned and properly seated in the mount. The sensor plug was removed and the sensor plug assembly was inspected, no issues were observed. The puck and plug were returned; the applicator. Sharp and pack were not returned. Extended investigation has been previously performed and verified that the missing products passed all test prior to release. No malfunction or product deficiency was identified. If product is returned, an investigation will be performed.

Event description:
The customer reported experiencing pain during the adc freestyle libre sensor wear. The customer further reported and infection with pus at the sensor site. On (B)(6) 2019, the customer had contact with a healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing pain during the adc freestyle libre sensor wear. The customer further reported and infection with pus at the sensor site. On (B)(6) 2019, the customer had contact with a healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.